Event description:
It was reported that the patient underwent implantation of a pacemaker, right atrial (ra) lead, and right ventricular (rv) lead on (B)(6) 2026. During the procedure, it was noted that all parameters were good, and the pacemaker was suspended within the muscle layer. On (B)(6) 2026, it was observed that both the ra and rv leads had dislodged. The dislodgement of both leads was confirmed by fluoroscopy. The rv lead dislodgement was associated with a high capture threshold and poor sensing. The ra lead dislodgement was associated with a high capture threshold, poor sensing, and low pacing impedance. The pacemaker, ra lead, and rv lead were explanted and replaced. The patient remained stable throughout the procedure.